Event description:
Related manufacturer report number: 1627487-2023-05703. It was reported that the patient experienced a double drg lead migration. Surgical intervention was undertaken on (B)(6) 2023 wherein the patient's leads were explanted, replaced, and therapy was restored.

Manufacturer narrative:
The event of lead migration was reported to abbott. Surgical intervention was taken where both leads were replaced. There were no complications. Therapy was restored. The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.